Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced stopper deformation with the customer stating, 'ref 309659, lot 8281791 that was reported to have an issue with the stopper. The stopper looks to be ¿melted¿ within the syringe. I have a picture attached."

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced stopper deformation with the customer stating, 'ref 309659, lot 8281791 that was reported to have an issue with the stopper. The stopper looks to be ¿melted¿ within the syringe. I have a picture attached."

Manufacturer narrative:
Per additional information, the initial reporter facility name has been updated. The following information has been corrected: initial reporter facility name: wellspan health.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced stopper deformation with the customer stating, 'ref (B)(4), lot 8281791 that was reported to have an issue with the stopper. The stopper looks to be ¿melted¿ within the syringe. I have a picture attached."